Manufacturer narrative:
Product code: dqx. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the straight fixed core wire guide was stripped, and there was a crack in the coating with the inner wire protruding. This wire did not make patient contact, so there were no injuries or additional procedures reported.